Manufacturer narrative:
Additional information: d9, h3, h6 and h10. The device and photos were received for evaluation. Visual inspection by naked eye of the product showed several black particulate matter inside the header. Visual inspection of the photos also identified several black particulate matter inside the header. The header cap was removed and showed the black particulate matter were enclosed in the polyurethane potting. The reported event was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the cap of a revaclear 300 dialyzer. This event happened before patient use. There was no patient involvement. No additional information is available